Manufacturer narrative:
On (B)(6) 2019, the healthcare professional reported that the patient was diagnosed with left-sided breast cancer on (B)(6) 2019. On 10/22/2019, the investigation on the suspected medical device was completed. Investigation summary: the analysis results showed that the device was observed to have a tear in one of the suture tab, measuring approximately 0.5 cm. Microscopic examination was performed on the tear and no evidence of instrument damage was observed. No other anomalies were observed. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address with the defects of the suture tabs on the tissue expander as seen by the customer. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent mastectomy with immediate primary expander reconstruction with a 650cc mentor cpx4 with suture tabs, med height, smooth tissue expander experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician on (B)(6) 2019. As a result, the patient underwent removal and replacement on (B)(6) 2019.